Event description:
Caller reported that customer (her ex-husband) was unable to obtain his blood glucose level since (B)(6) 2012 due to receiving an unspecified error message on his adc meter after sample application. It was further reported that later on (B)(6) 2012 customer experienced symptoms that were described as "pain in shoulder, weak, thirsty, nervous, fever" and self-treated with water. Customer self-presented to a local health care facility where a "very high blood sugar levels" were obtained (it is unknown whether these readings were obtained on hcp meter or lab), customer had "surgery on (his) shoulder to flush out bacteria" and was given unspecified "antibiotics IV". Furthermore it was reported that customer had a change in his treatment regimen described as "insulin was changed from humulin to lantus and novolog". It was noted that customer stayed in the hospital form (B)(6) 2012. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues was observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4)